Event description:
The consumer reported using the prod for four and a half hrs on his right shoulder while sleeping. When the patch was removed, the consumer described a burn with blistering and skin removal in the area worn. The customer did not seek medical attention at the time of the incident and treated the area with burn ointment.

Manufacturer narrative:
The consumer used the prod off-label by wearing the patch while sleeping. Furthermore, package labeling indicates that consumers should consult with their dr if they have diabetes. Since this is a disposable single-use device, the patch is unavailable for eval and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.